Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2019, serous brown drainage was spotted. Drive line culture was taken and 3 varieties of mixed aerobic gram positive organisms were found. No further information was provided.